Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. Device passed the keypad voltage test. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage and loaded voltage were within specific range. No low battery alert noted during testing or in the device trace download. The following were noted during visual inspection: cracked keypad overlay, keypad overlay texture damage, and faded serial number label. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a keypad anomaly. Customer stated that buttons were harder to press and sticking, replacing batteries more frequently than normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.